Event description:
During the ptca, the occlusion balloon deflated unexpectedly. The device was prepped per the IFU, inserted into the patient and crossed the lesion to occlude the vessel. The stent delivery system was then loaded and the stent was deployed at the lesion site with no issues noted. When the physician was loading the aspiration catheter, the balloon was observed to have deflated. The physician did not attempt to re-inflate the balloon, and removed the device. While attempting to remove the wire, the proximal 60cm of the wire was broken and removed with the aspiration catheter. It was not clear if the breakage caused the deflation and there was no resistence felt during removal of the device that might have indicated a problem prior to the wire breakage. The balloon appeared to be in normal condition when removed from the patient. There was no adverse effect to the patient, the physician used another device to complete the case with a "great result".